Event description:
Healthcare professional reports two incidents of blood leaks. One incident tested positive with hemastix. Treatment was resumed with new disposables. The second incident occurred approximately 3 hours into treatment, with approximately 200cc blood loss. No pt injury or medical intervention reported.